Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient did well after an atrial fibrillation (afib) procedure on (B)(6) 2012, so he was sent home. While at home, he noted the onset of tachy palpitations with sharp left axillary pain while he was having palpitations. He took his heart rate at home and it was in the 150's. He went to the emergency room, where he was noted to be in intermittent self terminating paroxysmal atrial fibrillation, that corresponded with his symptoms. When he was out of this rhythm, the patient remained asymptomatic. In the emergency room, a CT scan was done which ruled out pe and troponins were drawn, which were elevated prompting a consultation. Per the physician during the consultation, he reviewed the echocardiogram done by the technician and it showed a very trivial effusion with left atrial enlargement, but normal left ventricular ejection fraction. No tamponade physiology. The patient currently feels relatively well. The patient has been compliant with his xarelto and flecainide. He will continue his current dose of flecainide and add coichicine. This issue was discovered post procedure. Site used the same product throughout the procedure. The assessment of the electrophysiologist of the ez steer thermocool sf navigational catheter is that the completion of the ablation of targets was very slow. The ease of use of this catheter was difficult. This is a clinical study event in which the study relationship decision is that it is possibly related to the device and possibly related to the procedure. Since the study relationship is possibly related to the device, this is indicative of a reportable event. We were made aware of the final decision of the investigator of the relationship to the device and the procedure on (B)(6) 2012 marking (B)(6) 2012 as the alert date.